Event description:
The patient was undergoing a vertical banded gastroplasty. An ethicon echelon 60 stapler was being used to cut the stomach and staple it. On the third firing of the stapler, the device malfunctioned and 1/3 of the staple line cut the tissue but did not fire the staples. As this was the third firing, the surgeon was past the angle of his and only approximately two mm of tissue was transected without sealing, and did not involve the stomach. The misfiring prolonged the procedure by one hour, as well as required additional stitches and additional staplers to complete the operation. It remains to be seen if the staple line will leak.